Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: three kinks on introducer sheath; 23.5, 32.5 and 33.5 cm from distal tip and these kinks probably caused the difficulties encountered when attempting to advance the filter. Under normal conditions the sheath is strong enough to accomplish the procedure, but it has been seen before that the sheath may kink if somehow exposed to excessive force because of tortuous anatomy. And if filter is advanced through a kinked sheath, the filter legs may be prone to exceed the sheath wall. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: ivc filter placement was performed. The 8.5fr sheath system was advanced to ivc with right internal jugular vein and the filter introducer was inserted into it. During insertion, resistance was encountered and the introducer was stuck. The introducer was removed and the sheath was also retracted. It was noted the sheath was torn in the part that was about 27cm from the proximal side. The torn part was about 4mm in length. Another lot device was used as a replacement. The procedure was successfully completed. Patient outcome: no adverse effect on the patient.